Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was receiving ttm therapy and the plastic from the arctic gel pads were pulled off but unfortunately the gel peeled off too.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The initial reporter zip code that was provided is (B)(6). Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. Visual inspection noted the following: all pads were received with water in them. No obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Right chest pad hydrogel layer is missing. Small patches of gel are on the pad surface. Hydrogel was intact with pad and not separated on all other pads. No crushed dimples or signs of over lamination in the pads. Tubing is disconnected from manifold on left chest pad. Slid tubing back onto the manifold port barbs up to the indentations on the tubing, which indicated that the tube may not have originally been fully seated on all 4 port barbs. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was receiving ttm therapy and the plastic from the arctic gel pads were pulled off but unfortunately the gel peeled off too. Per follow up information received via mail on 09may2025, the sample was now collected from customer, and it was in transit to its destination. Per sample evaluation results received via task on 22may2025, it was reported that the tubing was disconnected from manifold on left chest pad.